Event description:
It was reported that the patient had received 2 inappropriate shocks. At the hospital, when lead was interrogated, the physician found a stimulation impedance of 3000 ohms. Twiddler syndrome is suspected because the lead was twisted on itself at the time of device replacement . No patient complications have been reported as a result of this event.